Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a occlusion error. There was no reported patient involvement.

Manufacturer narrative:
Section a: correction. D9: 01-aug-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported failure could not be replicated. Preventative maintenance was performed. The device passed all testing.